Event description:
It was reported that the patient's generator was unable to be interrogated reported in mfg. Report #1644487-2019-00701. The patient underwent generator replacement surgery and upon implant of the replacement generator high impedance was detected. It was reported that pin-reinsertion was attempted and the surgeon did not visualize a lead fracture. It was additionally reported that no known trauma or manipulation occurred to the generator or lead site that could have contributed to the high impedance. As the patient's previous generator was unable to be interrogated pre-operatively, it is unknown at this time whether high impedance was present on that generator. The suspect product has not been received to date. No further relevant additional information has been received to date.